Event description:
It was reported patient underwent an open reduction internal fixation procedure of a fractured femur on (B)(6) 2012. Subsequently, patient was required to undergo a revision procedure on (B)(6) 2012 due to a fractured dynamic compression plate. Competitor product was used to replace the implant.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under warnings, number 2 states, "the devices can break when subjected to increased loading associated with nonunion or delayed union. Internal fixation devices are load sharing devices that hold a fracture in alignment until healing occurs. If healing is delayed, or does not occur, the implant can be expected to break, bend or fail. Loads produced by weight bearing, and activity levels may dictate the longevity of the implant." Evaluation of the returned component found the primary fracture may have been the result of bending fatigue. After the first side broke, the other side may have failed by a reversed-bending fatigue fracture.